Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided via phone call with cross-functional team: when asked about surgical technique, the sales rep stated that the surgical staff had been in-serviced on the use of the device and that typically the resident fires the device. The device is dialed into middle of green range, they wait 15 seconds, then tighten a little more; approximately a quarter of a turn. He commented that he does not think it is ever fully tightened; it is usually toward the middle of the range. The resident waits 15 seconds before and after firing. Two full revolutions are used to open the device and a half circle swing is used to remove the device. Donuts were fine. The surgeon did comment that it does seem that more force is required to get the donuts out of the powered device versus manual, but he had no complaints as the donuts were intact. The anastomoses are leak tested through a scope, which is used to blow air and look for bubbles. The anastomosis passed the leak test with no bubbles observed. The surgeon also observes the staple line visually during scoping. There were no intra-operative issues at all and the staple lines looked good; staple form looked good. The sales rep reported that per the nurse, the patient showed sepsis, infection, and abdominal pain post-operatively. The patient was taken back to the or where the anastomosis was manually sewn. When asked about any removal issues the sales rep responded that there were no issues getting the device out. He said that he questioned the surgeon about any intra-operative issues at all and the only thing he could think of was that when introducing the trocar, it does seem harder to get the trocar through the bowel with powered than manual, possibly due to a slight difference in trocar design. The leak occurred on the posterior side of the anastomosis. The sales rep reiterated that intraoperatively the staple form looked good via colonoscopy. Engineering asked what color reload for the linear stapler was used to make the distal transection and the sales rep responded that they always use blue. When asked where the circular stapler trocar was advanced in relation to the linear staple line, the sales rep responded that he thinks it is advanced just above the staple line but may have changed to below after trocar resistance was experienced; however, it is never far away from the linear staple line. It was unknown whether the patient was bowel prepped. He was unable to provide any further information on post-op staple form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically? How was leak identified? Can more information be provided on what was meant by, ¿anastomosis was obliterated¿? Were malformed staples identified? If so, please describe the shape and location. Was any tissue ischemia observed? What is the current status of the patient?

Event description:
It was reported that the doctor performed a low anterior resection on a patient on (B)(6) 2019, where a cdh29p was used to form the anastomosis. The patient was discharged and returned on (B)(6) 2019, complaining of abdominal pain. The doctor operated on the patient and reported the anastomosis was obliterated. The doctor created a new, hand sewn anastomosis using unknown suture. The patient was discharged.